Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity use. It was reported that the patient pump logs were showing a critical alarm that occurred on (B)(6) 2026 and the pump recovered 2.5 hours later. The patient did not have an magnetic resonance imaging (MRI). The healthcare provider (hcp) stated the event code was "03." The technical services (tss) requested the hcp to send the telemetry report to send to engineers for review. The tss will follow up with the hcp with engineers¿ response. The hcp stated that patients have changed to a different hcp in the same practice.

Event description:
Additional information from a healthcare provider indicated that the cause of the motor issue is unknown. No troubleshooting was performed, as the pump recovered on its own. The nurse advised the patient to avoid magnets. No symptoms were reported at the time of the event, and no further information is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.